Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device returned to manufacturer for investigation. Returned packaging confirms lot number 9168442. The device was returned with the handle between the open and closed positions. The basket formation was in the partially opened position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. Visual examination notes the support sheath and basket sheath are detached. Glue is visible on the basket sheath where the support sheath is placed. Functional testing determined the handle does not actuate the basket formation. A review of the device history record for lot # 9168442 found there were no non-conformances. A review of complaint history records shows there are no other complaints that have been associated with the complaint device lot number 9168442. The instructions for use (IFU) contains the following precautions: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be nonfunctional due to the basket sheath having separated from the yellow support sheath. The two sheaths are glued during manufacturing to secure them together. Glue was observed on the basket sheath, indicating proper assembly of device. It is likely that the force applied to the sheath when functioning the handle was great enough to cause the two sheaths to separate. The information supplied by the user states the issue occurred before use. There is no provided information related to handling of the device to determine if handling was the definitive cause. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported the user found out the ncircle delta wire tipless stone extractor basket cannot be opened. There was no contact with the patient. Additional information was received on 01/23/2019. (B)(6)-year old, male patient weighing (B)(6)kg. As reported, the issue occurred during a left renal ureteral soft lithotomy for treatment of a left kidney stone. Another ncircle delta wire tipless stone extractor was used to complete the procedure and there were no adverse effects to the patient. Post procedure the patient is well.